Manufacturer narrative:
Date of report: 14jun2021.

Event description:
The customer called into technical support (ts) reporting that the device¿s touchscreen is not working. The device was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or user.

Manufacturer narrative:
B4: 23jul2021. The device was not in clinical use at the time of the event. There was no patient involvement. A philips field service engineer (fse) was dispatched to the customer site, and it was determined that the touchscreen needed to be replaced to return the device to working condition. The fse replaced the touchscreen to resolve the reported issue. The device passed performance verification testing.